Event description:
Rn reports broken twist clamp with there transfer sets. Rn reports the clamp came "completely off" rn reports all sets were changed with no pt injury or medical intervention required as a result.